Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.71 volts and the charge time was 20.66 seconds. This device was explanted and returned for analysis without allegation. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was admitted to hospital with complete heart block an escape rhythm at 30 beats per minute. The pulse generator exhibited no output and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
The pulse generator as received exhibited backup vvi mode, loss of output and loss of telemetry due to battery depletion. The device had reached end of life after 3 years and 11 months. As there was no information provided regarding programmed settings during service life, it was not possible to determine the expected longevity of the device. When connected to an external power supply, normal function ensued.